Manufacturer narrative:
On 09/07/18, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 09/07/18, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The implant was for the left breast. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device contained gel with cloudy appearance. No foreign material was observed within the device. Gel was observed on the shell surface. Product evaluation team¿s visual examination of the device revealed an area of missing material on the posterior view that extended to the anterior view, measuring 4.7 by 3.8 cm. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, product evaluation team was precluded from further evaluating the device. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Product evaluation team concluded that the missing material occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of rupture was confirmed since an area of missing material was found on the device. However, at this point it is not possible to determine the root cause of such damage. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Product evaluation team concluded that the missing material occurred sometime subsequent to the removal of the device from its protective packaging. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: gel mentor memorygel breast implant 250cc, lot 5560103, catalog number 3507250bc. The implant location is unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with a gel mentor memorygel breast implant 450cc and gel mentor memorygel breast implant 250cc and experienced bilateral rupture. The rupture was determined by the healthcare professional. As a result, the patient had undergone removal and replacement with gel mentor memorygel breast implant 475cc, catalog number 3504754bc, serial number (B)(4), lot number 7555353 and gel mentor memorygel breast implant 400cc, catalog number 3504001bc, serial number (B)(4), lot number 7565794 on (B)(6) 2018.